Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of a nexsys pcs device which had an observed burning smell with some visible smoke in the area of the centrifuge assembly. This was observed prior to any donor or patient involvement on the device, during device setup/inspection. A haemonetics field service engineer (fse) evaluated the device and found that the interconnect pcb had failed and was unable to distribute power through the device. The nexsys had a blank and flickering display and was unable to complete the power on self test, as such it would not be possible to perform any procedure involving a donor or patient with this device until fse repairs have been performed. The fse observed evidence of thermal decomposition around one of the connector pins on the interconnect pcb, this was the cause of the burning smell and smoke that the on-site technician had observed and reported. The fse replaced the failed interconnect pcb, performed device calibrations and tested the nexsys pcs. The device was found to meet manufacturer specifications and has passed the power on self test. The unit has been returned to service. The direct cause of the interconnect pcb failure has not been determined at this time, howevver the evidence found does not suggest that there was any actual combustion or fire within the device. The thermal decomposition observed is most likely due to excessive electrical currents from a shorted connection. If the ribbon cable connecting to the interconnect pcb becomes partially removed or dislodged from the board during maintenance or calibration exercises, it may result in a loose connection at the connector pins. The interconnect pcb is designed with connectors which have locking tabs to prevent a cable from becoming loose, however it cannot be determined at this time if the locking tabs were properly engaged at the time of the incident.

Event description:
On (B)(6) 2018, haemonetics received a report from b positive cherry hill of a nexsys pcs device which was observed to have a burning smell and smoke emanating from the centrifuge area of the device. This issue was discovered and observed prior to a collection procedure, there was no donor or patient involvement with the device. The center technician did not report any injuries as a result of the smoke and smell. The device was removed from service pending evaluation from a haemonetics field service engineer.